Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Additional info: e1 (event site state: (B)(6), event site telephone: (B)(6)). A getinge field service engineer (fse) evaluated the unit and determined that the pneumatic interface module (pim) leak test failed. Fse resolved the issue by replacing pneumatic module assy, rohs. Fse then tested the safety and functionality as per factory specifications, and iabp was then returned to the customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part pim patient interface module with a reported unit failure pim leak test fail during routine check. The failure analysis and testing dept. Performed a visual inspection of the part received and found the bottom left side corner of the pim face plate part number 0, part number 03e failure analysis and testing dept. Installed the pim in the cardiosave test fixture and tested to factory specifications and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department verified the failure leak test fail. Pim failed testing. After performing all manifold tests, pim failed the leak test. Moreover, the fat dept. Was not able to do 30 psi at the installation of the pim. Retaining the pim in the fat department per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that during routine check by user, the cardiosave intra-aortic balloon pump (iabp) pim leak test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.